Manufacturer narrative:
Device lot number: corrected from 13949230 to 13820055. Device expiration date: correct from 11/2/2012 to 10/05/2012. Device manufactured date: corrected from 12/02/2010 to 10/13/2010. Device evaluated by manufacturer: a visual inspection of the returned device revealed that the distal tubing had separated from the main shaft of the catheter exposing the inner spring coil. The distal section remains connected to the main body via the electrode and steering wires. The break occurred where the two sections are joined together (butt bond). A microscopic inspection revealed traces of glue inside the tubing near the butt bond area. No other physical damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
The reported event had no consequences to patient and/or no patient complications. The catheter was not used in the procedure. The reported catheter was received and a summary of the catheter evaluation will be submitted.

Event description:
The event was reported to bsc sales representative as: "they opened the package and there was exposure of coil and wire at the distal segment."

Event description:
The event was reported to bsc sales representative as: "they opened the package and there was exposure of coil and wire at the distal segment."